Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy, and a replacement pump was sent. The customer experienced a low blood glucose (bg) level of 43 mg/dl. Cause of low bg was related to human factors. Bg level was addressed by consuming juice and snacks.